Event description:
New information available on 8/13/2018 states that, the patient had no symptoms due to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check it was noted that the lead was not capturing. X-ray was performed and the lead was noted to be dislodged. The lead was explanted and replaced. The patient was stable.